Manufacturer narrative:
Additional information: the associated complaint device was not returned. The clinical/medical team concluded the complaint reported that a hip revision (unknown side) was performed 21 years post implantation due to cup loosening. There was no supporting clinical documentation provided and the products have not been returned for analysis. Although it was not possible to perform a thorough clinical assessment, the need for revision after 21 years in situ due to loosening would not be an unexpected or uncommon occurrence. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported a revision surgery was performed due to cup loosening.